Event description:
It was reportedly noticed that the evolution of battery impedance was unexpected throughout the different follow-up periods. An analysis about the residual longevity of the device is requested. Note that the patient is pacemaker-dependent. It was reported on (B)(4) 2015 that during the follow-up performed on (B)(6) 2015, the battery impedance was still below 1kohm and overall longevity was displayed as about 163 months. Next follow-up will be performed in 15 days (the physician will probably perform a device replacement afterwards). The physician would like to have a re-evaluation of the most recent files.

Manufacturer narrative:
It was reported that a new follow-up was performed on (B)(4) 2015 and the battery impedance was the same as previous follow-up. Further analysis is requested by physician.

Event description:
It was reportedly noticed that the evolution of battery impedance was unexpected throughout the different follow-up periods. An analysis about the residual longevity of the device is requested. Note that the patient is pacemaker-dependent. It was reported on (B)(6) 2015 that during the follow-up performed on (B)(6) 2015, the battery impedance was still below 1kohm and overall longevity was displayed as about 163 months. Next follow-up will be performed in 15 days (the physician will probably perform a device replacement afterwards). The physician would like to have a re-evaluation of the most recent files.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony dr models approved under p950029.

Event description:
It was reportedly noticed that the evolution of battery impedance was unexpected throughout the different follow-up periods. An analysis about the residual longevity of the device is requested. Note that the patient is pacemaker-dependent. It was reported on (B)(6) 2015 that during the follow-up performed on (B)(6) 2015, the battery impedance was still below 1kohm and overall longevity was displayed as about163 months. Next follow-up will be performed in 15 days (the physician will probably perform a device replacement afterwards). The physician would like to have a re-evaluation of the most recent files.

Manufacturer narrative:
Preliminary analysis of the new files received showed that the device behaves as intended.

Event description:
It was reportedly noticed that the evolution of battery impedance was unexpected throughout the different follow-up periods. An analysis about the residual longevity of the device is requested. Note that the patient is pacemaker-dependent. It was reported on (B)(6) 2015 that during the follow-up performed on (B)(6) 2015, the battery impedance was still below 1kohm and overall longevity was displayed as about 163 months. Next follow-up will be performed in 15 days (the physician will probably perform a device replacement afterwards). The physician would like to have a re-evaluation of the most recent files.

Manufacturer narrative:
It was reported on (B)(4) 2015 that a new follow-up was performed for the subject device on (B)(6) 2015. The new files were provided for analysis.

Event description:
It was reportedly noticed that the evolution of battery impedance was unexpected throughout the different follow-up periods. An analysis about the residual longevity of the device is requested. Note that the patient is pacemaker-dependent.